Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the broncho videoscope had tip damage due to a cautery burn. The issue was noted during set up in room / before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h4. The device was returned to olympus for inspection, and the reported failure of a burn on the distal end was confirmed. In addition, the following reportable malfunction was identified during device evaluation: the forceps channel port had a dent. Based on the results of the investigation, the probable cause of the reported distal end burn could not be established, indicating that the investigation findings did not lead to a clear conclusion regarding the cause of the reported event. The probable cause of the dented forceps channel port was determined to be an expected or random component failure resulting from physical stress, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.